Event description:
A pt reported blood glucose results of 75 mg/dl with a lifescan meter performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of precision. A control solution test was performed and the result fell within specifications.